Event description:
It was reported that the patient received appropriate shocks for two ventricular tachycardia (vt) episodes. Atrial undersensing was noted on at least one of the vt episodes, however, it did not affect device detection or therapies. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: product ID 6944 implantable tachy lead, implanted: (B)(6) 2000. (B)(4).